Manufacturer narrative:
Date of event: unknown as information was not provided. Best estimate is (B)(6) 2019. Implant date: if implanted; give date: unknown, not provided. As the lens was returned for evaluation, it is not clear if the lens was removed and replaced in the same procedure. Explant date: if explanted; give date: unknown, not provided. As the lens was returned for evaluation, it is not clear if the lens was removed and replaced in the same procedure, or was explanted in a secondary procedure. Device evaluation: visual inspection using magnification was performed to the returned sample: lens returned cut in two pieces. Loose fibers/particles were observed on lens pieces related the handling of the unit out of a sterile environment. Residues of lubricant material was also observed on lens pieces. The condition in which the sample returned is consistent with a lens that was implanted and removed. Both haptics was observed slightly distorted. Due to the conditions of the lens returned, the complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no additional investigation requests for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. The initially reported event was for lens damage which has been filed under vmsr report 2648035-2020-00101, however, at a later date it was learned there was no lens damage, but inclusion in the optic. Therefore, this MDR is being filed to capture the reported unplanned sutures and material inclusion.   All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported za9003 18.5 diopter intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye) with a defect on the optic. On (B)(6) 2020, through follow up, customer account provided additional information clarifying reported lens defect appeared to look like a scratch center of optic, but within the optic not on the outside. The lens was removed without incision enlargement, and no vitrectomy, however one (01) unplanned 10-0 nylon suture was used. There was no serious patient injury, no additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4) .